Event description:
Per dealer, the head tube was not attached to the chair. Pictures of this are uploaded in order (B)(4) if needed.

Manufacturer narrative:
Per dealer, the head tube was not attached tot he chair. We imagine that is due to broken weld. We have improve the welding techniques, this will not happen any longer. Responsible person: (B)(4), date: (B)(4) 2015. We will separate and isolate n.g. Productions, labeling properly for productions. Responsible person during (B)(4) date: (B)(4) 2015.